Manufacturer narrative:
The patient weight was not provided, but requested. Approximate age of device ¿ 3 years 3 months (the age is calculated from the date of implant to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired due cardiogenic shock.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the reported patient outcome cannot be conclusively determined. It was reported that the patient expired on (B)(6) 2016 due to cardiogenic shock. Multiple requests for additional information were sent to the customer; however, no additional information was provided. No product available for investigation. No further information was provided. The manufacturer is closing the file on this event.